Event description:
It was reported that bd pegasus y 20ga x 1.16in ss prn npvc leaked with power injector the following information was provided by the initial reporter: in the process of CT enhancement examination, the high-pressure syringe pushed the drug intravenously, the latex tip of the heparin cap fell off and flew out, and the patient's blood leaked 20 ml from the interface, and all of the drug was leaked, so it was replaced immediately. The incident was reported to the equipment department.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no lot/batch number was provided. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable  fmea/eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.